Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 2000mcg/ml at 12mcg/day via an implantable pump. It was reported the patient had an MRI this am not related to the pump or therapy. Per the healthcare provider the patient did not know she had to have the pump checked post MRI and went to the office to have it checked. The motor stall has not recovered yet. The pump was infusing at min rate mode. Additional information received from the company representative reported that it had been more than 5 hours since the patient finished the MRI.